Manufacturer narrative:
All evidence suggests this ra lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic right atrial (ra) lead was repaired for unknown reasons with a lead repair kit during an elective device upgrade procedure for normal battery depletion. The device was a non boston scientific device and boston scientific was informed of this information through a surgical form. The measurements on the surgical form for the ra lead show good thresholds, sensing and pace impedance measurements. No adverse patient effects were reported.